Event description:
An optometrist reported pt with extreme light sensitivity at one month photorefractive keratectomy (prk) post-operative visit. At visit pt complained of "extreme light sensitivity, wears sunglasses on cloudy days and has to double up sunglasses on sunny days." Additional info from reporter indicated pt's topical steroid dosage was increased and the reported issue resolved after one week. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).